Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the ok keypad button was under responsive. It was noted that the keypad cover was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/01/2014. Device evaluation: the device has been returned and evaluated by product analysis on (b)($) 2014 with the following findings: the pump was returned with the keypad torn, peeling and missing. During testing, all of the keypad buttons were unresponsive. The keypad cover was removed, and the contact for the ok keypad button was observed to be missing. The keypad flex was also found to be damaged. The audio bolus button could not be tested due to the keypad damage. Unrelated to the initial complaint, the battery compartment was cracked and the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.